Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to low r wave amplitude on the same day of implant. It was noted that the physician did not suture down the subcutaneous implantable cardioverter defibrillator (s-ICD) even after the field representative brought forward that it was not sutured. The physician believed the s-ICD was tight enough in the pocket. However the root cause of the low r waves was unable to be established. The sensing vector was reprogrammed. Over a year later low amplitudes continued and almost two years later the patient received two additional inappropriate shocks due to t wave oversensing from low amplitudes. Another vector was programmed. It was noted that the patient is a dialysis patient which may be attributing to the low r wave amplitudes. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received two additional inappropriate shocks due to reduced r-wave amplitude. It was noted that the patient is occluded due to dialysis and was in the hospital due to covid-19. Boston scientific technical services (ts) was consulted and discussed possible troubleshooting options including x-ray. The field representative noted that no further troubleshooting was performed at that time but that they have not been made aware of any additional inappropriate shocks. The s-ICD remains in service and no adverse patient effects were reported.